Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the customer was sitting on the couch watching television. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose level was 200 mg/dl. The customer reverted to manual injections for insulin therapy.